Event description:
It was reported that a balloon rupture occurred. The 90% stenosed left superficial femoral artery was moderately calcified and mildly tortuous. A ranger paclitaxel-coated pta balloon catheter was advanced and inflated once to a pressure of 8 atmospheres for 20 seconds. The balloon ruptured and a pinhole was noted. The ranger was removed and the procedure was completed with a non boston scientific device. The patient is in god condition with no complications reported.